Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-04640, related manufacturer report 1627487-2020-04641, related manufacturer report 1627487-2020-04642. It was reported that after an implantable pulse generator (ipg) replacement due to natural depletion, upon lead and extension connection to the new ipg high impedance issue was observed. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the leads and extensions were explanted. It is unknown which serial # was explanted therefore all the leads and extensions are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.